Event description:
The field reported at device change-out, insulation damage was observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Only 20 cm of the proximal portion of the connector pin was returned. The damage found was sustained during the surgical procedure. A complete evaluation could not be performed due to the partial lead return.